Event description:
Customer stated that he never received a no delivery alarm on his pump. Ran high pressure test and pump alarmed no delivery prior to completing test. Requested customer to return the pump to minimed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.